Event description:
It was reported that the touchscreen became cracked. It was unknown how it became damaged. In addition, the customer received an inaccurate fill estimate after loading the cartridge. There was no reported impact to customer's blood glucose levels. Tandem customer technician support (cts) made multiple follow-up attempts to complete troubleshooting with the customer; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became cracked and the pump received an inaccurate fill estimate after loading the cartridge with 300 units. The customer's blood glucose level was not provided. There was no additional information provided.